Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 399.99, lot t198031: manufacturing site: tuttlingen. Release to warehouse date: april 06, 2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal tip of device was broken. The broken fragment was not returned. No other issues were observed with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the tip of the reduction forceps with serrated jaw ratchet was broken. A new set of forceps was opened to continue the surgery. Fragments were generated from the broken device and were easily removed. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report involves one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for (B)(4).